Manufacturer narrative:
Device evaluation: the device was returned with all labels intact. No physical damaged was found on the device. A function test was performed. The reported issue was not confirmed. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The event was not reproducible. The device passed all functional/delivery tests. The root cause is unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the cassette, a "high pressure" alarm went off. There was no patient injury.